Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 378 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.